Manufacturer narrative:
The device has not yet been returned. A followup report shall be filed if the device is returned and evaluated.

Event description:
During a procedure with the tenex system, the microtip needle separated from the rest of the hand piece. The needle was retrieved. Another handpiece was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
Follow-up report #01. Fields b4, d10, g7, h3, h6 and h10 updated. The device was returned and evaluated. It was confirmed that the microtip needle had separated from the rest of the handpiece. Due to the state in which the device was received, functional testing could not be performed. The fracture site did not indicate a specific cause for the failure. Disassembly of the device did not reveal any further anomalies or defects.